Event description:
During a procedure the remb recip saw displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient or user adverse consequence associated with this event.

Event description:
During a procedure the remb recip saw displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient or user adverse consequence associated with this event.

Manufacturer narrative:
Upon disassembly, worn components were found including the press plug in the motor assembly.